Manufacturer narrative:
Recharger model 37752, serial # (B)(4), implanted: na, explanted: na; lead model 3778, serial # (B)(4), implanted: unknown, explanted: unknown; patient programmer model 37743, serial #(B)(4), implanted: na, explanted: na; lead model 3778, serial # (B)(4), implanted: unknown, explanted: unknown

Event description:
It was reported that after the patient went through a theft detector at an airport the patient experienced pain and subsequently had a loss of therapeutic effect. Additionally, the patient reported that when she rolled from her back onto her right side she was experienced discomfort similar to a pinching sensation. The patient also experienced discomfort at the lead site in her back. The patient also reported that charging had gone from every 2 weeks to every 4-5 days in frequency. The patient was seen by the manufacturer's representative and there were no impedance issues. The reason for increased charging frequency was the patient had every feature enable to her. The increased pulse width and rate directly changed the frequency of recharging. The healthcare provider suggested moving the implantable neurostimulator to another area. Additional information has been requested, but was not available as of the date of this report.